Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump's battery died without any prior notice and the insulin pump did not turn when the battery was replaced. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tools were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The baat tool revealed no relevant alarms. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No alarms were noted that were relevant the power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted during visual inspection. The following cosmetic damages were noted: battery cap contact missing, broken battery cap, cracked battery tube, cracked case, cracked battery tube threads, broken belt clip rails, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations was not confirmed regarding blank display and vibration/audio anomaly; no relevant alarms were noted via the adapt and baat tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.